Event description:
It was reported that insulin was not being delivered from the cartridge, and the pump time was incorrect as it was displaying am instead of pm; cause was unknown. Reportedly, the customer changed the cartridge, and tandem technical support assisted the customer in correcting the pump time and successfully resume insulin delivery. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported low bg and cart undefined issue. The pump was not returned so the reported settings issue could not be investigated.